Event description:
Patient presented with small iliac vessels (ipsilateral iliacs measured about 4mm). Pre-operatively, bloodflow on the ipsilateral side was low. The plan was to place bard fluency grafts, then intentionally rupture down to the external femoral vessel as a conduit for the powerlink devices. An intuitrak bifurcated device and two proximal cuffs were placed. Post-operatively, the patient had a cold foot (low pulse) on the ipsilateral (right) side. The physician felt that it may have been due to loss of perfusion during the procedure, and left the patient for monitoring. A few hours later, the patient still had low foot pulse due to a dissection flap that was distal to the fluency grafts. The patient was brought back, the dissection flap was resected and repaired with stents and patches. A pressure gradient was also found just distal to the powerlink bifurcated graft on the right side. The physician ballooned and this was resolved. Good results at the end of the procedure and the patient is doing well.

Manufacturer narrative:
Method - review of lot records/work orders, prior reports. No issues were noted. Results, conclusion - patient's small vessels and operational context contributed to the secondary procedure.